Event description:
It was reported to physio-control that the customer's device during a user test showed the message "disarmed" and had the service indicator led on. During evaluation it was observed that the device would not charge defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control then replaced the biphasic module. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed biphasic pcb assembly and determined that the cause of the reported failure was that a resistor, designator r64, had separated from the assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control then replaced the biphasic module. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed biphasic pcb assembly and determined that the cause of the reported failure was that a resistor, designator r64, had separated from the assembly. Physio-control evaluated the device and verified the reported failure. Physio-control observed that a resistor, designator r64 on the biphasic pcb assembly had separated from the pcb assembly. Physio-control then replaced the biphasic module. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.